Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue could be reproduced during the device evaluation. Evaluation observed the keypad to have a double output when any key is pressed. The device was determined to not meet all product specifications related to the reported event. The bad keypad was verified. The cause was determined to be a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a bad keypad. There was no patient involvement associated with this event. No additional information is available.